Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. During a concomitant procedure a versacross connect 180j rf wire was selected for use. However, a pericardial effusion was observed. The effusion was tapped and the patient stayed overnight for monitoring. The procedure was cancelled. No more information was provided. The device is not expected to be returned for laboratory analysis, it was disposed.